Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling, "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician."

Event description:
We received an allegation that a patient had a "massive stroke" event and is currently in the hospital. On (B)(6) 2022, it was reported the patient was going to the bathroom and allegedly was slurring and looked like he was passing out. Allegedly an ambulance was called and the patient was transferred to the hospital emergency room (ER). The patient's left side of the face was reportedly drooping and the patient's speech was slurred. It was reported the patient was provided tissue plasminogen activator (tpa). Reportedly the patient's laboratory inr result was 1.6 inr. The laboratory inr methodology was unknown. Reportedly, there were no inr measurements performed with the coaguchek vantus meter on (B)(6) 2022. Allegedly a computed axial tomography (cat) scan was performed and the scan revealed two acute ischemic strokes in the brain, the exact location was unknown. It was reported the patient was admitted to the hospital and no heparin treatment was administered. On (B)(6) 2022 and at 8:42 a.m., it was reported the patient's coaguchek vantus meter result was 3.1 inr. Reportedly the patient's laboratory inr result 1.5 hours earlier was 2.3 inr. It was reported the patient is currently a quadriplegic and in the hospital. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is weekly. The serial number of the coaguchek vantus meter was (B)(6). This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
A medwatch, mw5109850, was submitted for the event. Reportedly the patient's inr result in the emergency room was 1.6 inr. Allegedly the patient's coaguchek vantus meter was brought to the emergency room and tested against the laboratory result. It was reported the coaguchek vanutus meter result was almost a full point high than the actual laboratory result. Updated medwatch field: b2 - outcomes attributed to ae, b3 - date of event, b7 - other relevant history, e4 - initial reporter sent report to FDA.

Manufacturer narrative:
Updated coding: evaluation method code, evaluation conclusion code.